Manufacturer narrative:
Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user not to perform dialysis in the same room as pets or animals. It states that ¿contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death.¿ a review of the label for the product family will be conducted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The nurse reported the cause of the peritonitis was reported as due to a contamination from the patient¿s cat. The patient was sleeping during therapy and woke up the following morning ¿with a puddle on the floor¿. It was reported there was a hole in the extension set which resulted in peritonitis. The nurse reported the physician thought the peritonitis was due to patient¿s pet. The patient reported they were asleep and did not see the cat, or notice any bite marks. It was not reported if the patient was hospitalized for the event. Treatment was not reported. Action taken with pd therapy was not reported. At the time of this report the patient outcome was not reported. No additional information is available.